Event description:
It was reported that during routine maintenance the attachment device was ¿squeeling¿. During in-house engineering evaluation, it was discovered that the device failed a vibration test. The event was not related to surgery. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearings were worn and loose, which caused the device to squeal and fail for vibration. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to worn damaged bearings that were no longer in axial alignment from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.